Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: the black box indicated a time and date reset event occurred within 1 hour, 46 minutes of a power off event on (B)(6) 2014, 20:33, and was inadvertently set to the date of (B)(6) 2014, 21:03 between the date of (B)(6) 2014, 20:33 to (B)(6) 2014, 22:19. The pump powered on normally and the pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump was opened and inspected and there was no intermittent condition or moisture ingress found to the power circuit. A time test was started but was not completed due to a malfunction that was observed in the internal clock battery upon pump disassembly.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a time/date issue. The reporter stated that there had been a total of 5 replace battery alarms tonight and that after each time of replacing an alkaline battery, the patient was unable to confirm that the date and time were verified with each battery replacement. It was reported that record 1 in the alarm history showed 01/07/2007. Reportedly, the current time/date was correctly set in the pump but the patient could not confirm if they had reset these settings with the last reboot of the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.